Manufacturer narrative:
(B)(4). Field safety technician has been sent for investigation and replaced the apm module. The apm module has been requested by manufacturer for further investigation. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
As stated by the customer: traced fault to level/bubble detector module. Issue occurred prior to use. No patient was involved. (B)(4).

Manufacturer narrative:
(B)(4). A field service technician has been sent for investigation and found traced fault to level/bubble detector module. The affected module (aep 20-415 air embolie protection system, article number 70101.0853, serial number: (B)(4)) has been returned for further investigation at manufacturers laboratory (lce-life cycle engineering). According to investigation report by lce, the error "sensor fault" (displayed on the scp) could be reproduced. Most probable root cause could be determined as a defective transistor, which disturbed the current supply of the level sensor. The module has to be replaced and it is highly recommended to check or replace the level sensor as it can have been damaged by too high voltage. Thus the failure could be confirmed. According to service report, the module has been replaced. After replacement, bubble and level function were tested - ok. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).